Event description:
Excerpt from customer email: I am writing to express my concern over the recent switch from dermabond to liqui-bond. We have noticed three patients who have had wound dehiscence from the use of liqui-bond. One pt required prolonged antibiotics from superficial wound infection. The other pts will be covered in separate MDR reports.

Manufacturer narrative:
The product is liquiband (and not liqui-bond as per healthcare professional report). This submission is a result of a retrospective review. During a recent internal review with a regards medical device reporting, ams (B)(4) have updated procedures and in light of the update reviewed the previous 12 months of historical complaints. Ams (B)(4) found two complaints during this review completed on (B)(6) 2011, that could have been reportable. At the time that these complaints were received originally ((B)(6) 2010 and (B)(6) 2011 respectively) every effort was made to get further info. However, the health care provider was uncooperative and did not provide any further info other than the initial complaint. The MDR policy brand was contracted and they recommended that if a retrospective review of complaints identifies unreported mdrs, these should be submitted within 30 days of this awareness.